Event description:
Dealer called stating that the 65510 rollator allegedly did not lock and started to fold on consumer. Consumer fell and hurt her arm. Consumer has been utilizing this device since (B)(6) 2011.